Manufacturer narrative:
The insulin pump was received with intermittent act button due to light moisture damage to keypad traces. The device was received with minor scratches on lcd window. The device was received with cracked case at display window corners, reservoir tube lip and battery tube threads.

Event description:
It was reported that a button on the insulin pump was unresponsive. The customer's blood glucose was 100 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.